Event description:
Ge healthcare received a voluntary report, reporting that a pt experienced irritation under the upper arm during a routine MRI exam of the lumbar spine. At the end of the exam, the area of concern was reportedly bright red. One day after the exam, it was reported that the pt sustained some blistering which cleared up the following day. The extent of the blister was not known. After a f/u with the pt, it was reported no further signs of irritation were observed.

Manufacturer narrative:
The report received by ge healthcare did not contain identification of the device or customer contact info to further investigate the event and evaluate the device. At this time, the info available reasonably suggests that a serious injury may have occurred to the pt. No malfunction was reported.